Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg). The patient had been using high rate stimulation settings. The patient was re-educated on proper charging techniques and a different charger was used to charge the ipg however neither of these troubleshooting attempts resolved the charging issue. Therefore, the patient underwent a successful ipg replacement procedure. The original leads remained implanted and there were no patient complications.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg). The patient had been using high rate stimulation settings. The patient was re-educated on proper charging techniques and a different charger was used to charge the ipg however neither of these troubleshooting attempts resolved the charging issue. Therefore, the patient underwent a successful ipg replacement procedure. The original leads remained implanted and there were no patient complications. Additional information was reported that the patient did not have difficulty charging the ipg prior to the ipg replacement. It was clarified that the physician decided to replace the ipg only to upgrade the software.

Manufacturer narrative:
Update to block b2 and h6: device codes. Block b3: approximated based on the date the manufacturer became aware of the event.